Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up reports will be submitted once explant is scheduled and device is received. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
In vivo tests were performed on (B)(6) 2022 by oticon medical representative. Oticon medical representative reported a sudden loss of hearing. Electrical artefacts measurements and impedance measurements could not be performed due to the inability to connect the neuro zti evo implant, serial number (B)(4) to the sound processor.

Manufacturer narrative:
While this device has gained initial PMA approval,it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
In vivo tests were performed on (B)(6) 2022 by oticon medical representative. Oticon medical representative reported a sudden loss of hearing. Electrical artefacts measurements and impedance measurements could not be performed due to the inability to connect the neuro zti evo implant, serial number (B)(6) to the sound processor.